Event description:
The patient reports the pod was hot to the touch and they had observing burn marks inside the pod. The caller reported it was the middle of the night and the dexcom was sounding alerts that his blood sugars were high. He did a manual test and the blood glucose level was "450 something",then administered a manual injection of insulin because the pod wasn't working. When he removed the pod it was warm, not hot, and he saw the discoloration which he's never seen before. The pod was replaced and therapy resumed with no further issues. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented. The device was not returned for investigation.